Event description:
Report received of cassette alarms resulting in delay of critical therapy. It was reported that around 5:00am the patient's systolic pressure was reported to be in the 50's and 60's mmhg. The nurse went to initiate a levophed infusion with a plum xl3m pump. The levophed concentration, the pump channel and pump parameters were not specified. The nurse reported that following the pump self-test, the pump sounded an audible alarm and displayed the message: "door/cassette". The tubing set was replaced three times and the same scenario occurred. The nurse then changed the pump and again the pump alarmed with "door/cassette". The nurse then replaced the fourth tubing, with a tubing that had a different lot number. The levophed infusion was then initiated. The nurse estimated that there was a 30-minute delay in initiating the levophed. During the delay, the patient's blood pressure was supported with hydration fluids. Once the levophed was initiated, the patient's systolic blood pressure was reported to respond and the patient stabilized. 4 days later, the patient expired after they were removed from life support due to end stage liver failure and end stage renal failure. Though requested, there was no further information available.